Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly while the pump was charging and after removing pump from power source, pump unexpectedly shut off. Low power alerts / alarm were received prior to pump shutting off. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.